Event description:
It was reported to philips that the internal paddles do not work. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the mrx monitor/defibrillator indicating that the internal plates do not work. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a critical failure and the customer will be provided with replacement large internal paddles once the part is no longer on backorder. Based on the information available and the testing conducted, the cause of the reported problem was due to the internal paddles being worn out. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (large paddles) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. The device remains at the customer site. No further action is warranted at this time. H3 other text : remote support provided.